Event description:
Reporting status: serious injury/medical intervention. Reporting rational: in-stent restenosis (isr), requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008 and during this procedure, two lesions were treated, the mid and proximal right coronary artery (rca). A 3.0 x 28 mm xience v stent was deployed in the mid rca. Two stents were deployed in the proximal rca, a 3.5 x 28 mm xience v stent and a 3.5 x 18 mm xience v stent. There were no pt effects or product issues at the time of the index procedure. However, in 2009, one year later, the pt returned to the hospital with ischemia. Diagnostic coronary angiography revealed in-stent restenosis (isr) of the mid rca, which required treatment. Percutaneous transluminal coronary angioplasty (ptca) with a balloon catheter and an additional drug eluting stent were used to treat the isr. No additional event or pt information is available.